Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the dbc10 devices are not working properly. The machine was tested and devices are not working properly. The machine was tested and found to be ok. A different lot number was tried and worked to complete the case. There was no consequence to the pt.